Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the insertion piece of the dignishield stool management system needed to be softer and the hard parts taken off. It was stated that it caused the patient severe pain upon insertion. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inspection results (measurement, testing data) not verified by iqa assignee error of inspector¿. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required because a review of the label could not have prevented this issue. The device was not returned.

Event description:
It was reported that the insertion piece of the dignishield stool management system needed to be softer and the hard parts taken off. It was stated that it caused the patient severe pain upon insertion. No medical intervention was reported.